Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for spinal pain indications for use. It was reported that since tuesday, they were not getting relief at all from the pump. The patient said, he was getting error code 156 on the handset, and it was taking longer to connect to pump. The patient did not know what medication he has in his pump but maybe morphine. The patient stated they get four bolus day. The agent reviewed handset delaying information and closing out applications. The patient service reviewed meaning of the code and recommend patient consult with healthcare provider ofc for next steps regarding not getting therapy relief. The patient was redirected to their healthcare provider to further address the issue.